Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy properly.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy initially. The clip was eventually released from the catheter by manipulation. There were no patient complications reported as a result of this event.